Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as onset of the event and was treated with vancomycin injection (1gm once in 4 days , route and duration were not reported, discontinued) and fortum injection (1gm, once a day, route and duration were not reported, discontinued). At the time of this report, the patient has been discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.